Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill tubing anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that the pump couldn't complete the fill tubing sequence even if the insulin was coming out from the end of the tubing. The customer reported that the issue was resolved and he was able to complete the fixed prime sequence.